Event description:
Surgeon used the punch that is supplied in the box with the heart [invalid]. The hole that the punch made was bigger than it should have been which resulted in bleeding around the heartstring.